Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that the button on silent nite sleep appliance popped off. It is unclear when the patient received the device, when the patient first used the device, or when the issue occurred. No injury was reported.